Event description:
An evo-fc-10-11-8-b stent was placed at the intended location. At the completion of the procedure there was visual confirmation of bile flow. Nine days post-procedure, the patient presented to the emergency dept of a local hosp with black stools. The patient underwent endoscopy and was diagnosed with a gi bleed. On the same day blood work revealed a total bilirubin of 7.37 mg/dl and a hemoglobin of 5.7 g/dl. The site noted the following: "ulcer with visible vessel, secondary to stent rubbing against duodenal wall. Ulcer with vessel was injected, sclerosed and clipped on (B)(6) 2015" (this incident is reported under MDR ref#: 3001845648-2015-00115). Sixteen days post-procedure, the patient underwent endoscopy and ercp revealed full proximal (upstream) stent migration. Following removal of the study stent, an uncovered metal stent was placed across the stricture (this incident is reported under MDR ref#: 3001845648-2015-00116)

Manufacturer narrative:
(B)(4). This particular evo-fc-10-11-8-b device is currently not registered for sale in the us. However, this device is considered a "similar device" to other metal biliary stent/ set devices currently registering for sale in the us. The 510(k)# for these "similar" metal bilary stent/set devices as follows: k121430. This investigation addresses the gi bleed event confirmed on (B)(6) 2015 involving eco-fc-10-11-8-b device of lot number c898480. The device has not been returned for evaluation; therefore a document based investigation was carried out. The customer complaint is confirmed based on customer testimony. As the device has not been returned and the conditions of use cannot be replicated in laboratory it is not possible to determine the root cause of this complaint. The site noted the following: "ulcer with visible vessel, secondary to stent rubbing against duodenal wall. Ulcer with vessel was injected, sclerosed and clipped on (B)(6) 2015". No further adverse effects were noted as a result of this incident. From the info provided, the physician indicated that the event was "not related" to procedure and "definitely" due to the device. The instructions for use, states the following in the "precautions" section "periodic evaluation of the stent is advised". Prior to distribution all evo-fc-10-11-8-b devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for lot c898480 revealed no discrepancies related to this complaint issue. Complaints of this nature will continue to be monitored for potential emerging trends.